Event description:
It was reported that the pump displayed an ¿infusion set expired¿ alarm shortly after a recent infusion set change, and the user had not completed acknowledgment of the fill cannula step; the user was guided through the fill cannula process and confirmed the fill action, which resolved the alarm. Symptoms included no reported adverse physiological effects. Outcomes included no impact beyond the transient alarm and user guidance. Investigation included troubleshooting and user education on proper supply change steps. Investigation of this case revealed use error related to incomplete infusion set change workflow, with the device functioning as designed once the fill cannula step was completed. It was concluded, based on previously established findings for similar reports, that the cause was user error.